Event description:
While investigating a documentation issue in allscripts electronic health record, some of the tasks that the providers were sending to the nursing staff regarding test result follow up were erroring out and staff were unaware. Approximately 100 patients may not have received test results due to this error going back as far as (B)(4) 2010.